Event description:
It was reported through a legal event that a 59 year old patient had hernia repair surgery on or about (B)(6) 2013. During hernia repair surgery, the surgeon implanted a strattice mesh; lot # s11180-001; ref # 1020002. After surgery, the patient returned to the hospital on or about (B)(6) 2014, for a removal surgery and additional mesh was implanted. No other information was provided. No other record will be opened based on the report of 'additional mesh' as there is no allegation or confirmation of the mesh being strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot s11180 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 16 march 2023, all of the (B)(4)devices released to finished goods for lot s11180 have been distributed with (B)(4)reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.